Manufacturer narrative:
The reason for this revision surgery was reported as a possible infection. The previous surgery and the revision detailed in this investigation occurred 6.8 months apart. This was the first surgery in a two stage procedure to treat the patients infection. In this surgery the patients (B)(6), primary humeral monoblock and concomitant parts were removed and replaced with an antibiotic spacer. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Hospitalization - initial or prolonged was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR's) and product complaint report (pcr) database shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmr's) associated with this product. The device and its applicable concomitant devices were verified to have gone through an acceptable sterilization process and were within their respective expiration dates at the time of use during the previous surgery. There were no findings during this investigation that indicate that the reported device was the root cause or had a direct connection with the patient's infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to an antibiotic spacer being placed in the patient, all of the reverse shoulder prosthesis devices were explanted.